Event description:
Reference number (B)(4) event occurred in united states it was reported that patient faced an event of infusion set kinked cannula on (B)(6) 2025. The site of insertion was abdomen. Patient noticed symtoms within three hours of insertion. High blood glucose (335 mg/dl) was addressed using correction bolus via pump. No further information was available